Event description:
Per the clinic, the patient expired on (B)(6) 2014 due to acute purulent meningitis originating from purulent otitis media. Additional information has been requested three times (at least once in writing) but has not been made available as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.